Event description:
The first set of monitors for telemetry shut down on its own and rebooted itself. Was down approximately one minute.what was the original intended procedure?monitor telemetry patients.device #1is this a laboratory device or laboratory test?no.